Event description:
It was reported that during harvesting of the tendon, the tendon stripper cut it off. Another portion of the tendon was harvest. There was no delay or patient injury reported.

Manufacturer narrative:
One slotted tendon stripper was returned for evaluation. Visual assessment of the device showed no burrs on the primary coils cutting edge. Dimensional assessment of the devices first primary coil cutting edge was found to be within specified print specification. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident.